Event description:
It was reported that a malfunction occurred on the pump, specifically a momentary motor skip, likely due to high force impact. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.